Manufacturer narrative:
Results: five customer samples were received for evaluation. All five samples were evaluated for clogs, leakage in tubing, and male/female luer separation with no defects identified. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed, bd found no defects and were not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer® winged safety push button blood collection set had blood leakage. No injury or medical intervention.